Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was asked but unknown. It was reported that post operatively the patient had an infection around the pocket of the pump. It was unknown what environmental/external/patient factors may have led or contributed to the issue. It was unknown if diagnostics/troubleshooting were performed. The pump and catheter were explanted (B)(6) 2018 and were discarded. The issue was resolved. Patient weight and medical history were unknown. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.